Event description:
It was reported that bd alaris pump module smartsite infusion set separated the following information was received by the initial reporter with the following verbatim: event details: ¿after priming IV tubing with medication, the medication with the IV tubing attached was brought to the patient's room. When gently detangling the tubing in order to attach to the patient's line, rn noticed that the IV tubing was completely detached in one spot, spilling the medication.¿

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed